Event description:
Customer states that she was using the fastclix lancet device, and the plastic end cap and depth dial hit her in the eye at an undetermined velocity. Customer states she put the end cap over the drum and pressed the plunger. When she did that, the end cap and depth dial came off and hit her in the eye. She states she had her eye close to the end cap of the device to see how the device fired. Customer also states that the drum flew out of the device during the incident. No accidental needle stick occurred. Customer states that her eye is swollen as a result of the incident, and that her vision has been impaired. Customer states that she has severe inflammation and blurriness in her vision. Customer sought medical attention at both an urgent care center and an eye specialist. Customer was given antibiotic drops for the eye. Customer states that the eye specialist noticed swelling behind the eye. Customer states that the vision in the affected eye decreased from 20/25 to 20/100. Customer states that after a few days, the swelling decreased and her vision improved to 20/80. Customer states that she may need to have surgery in the affected eye. Customer refuses to return the device. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).